Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 0.4 cm within an area of siltex cracking located on the posterior aspect. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 6/22/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 6/21/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor siltex round moderate profile 225cc saline prosthesis, catalog: 3542630, lot: 222008. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation revision with mentor siltex round moderate profile 225cc saline prostheses. Deflation on the right breast prosthesis was reported post procedure. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 225cc saline prostheses on (B)(6) 2018.